Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-clinic after receiving a patient notifier for non-sustained lead noise. Review of the episodes showed that ap events were ventricular blanking out events on the discrimination channel but sensing appropriately on the v sense amp channel. Non sustained lead noise due to post-paced t-wave oversensing was observed via merlin at home transmission. The device was post-paced t-wave oversensing on the ventricular lead when pacing. The patient did not receive therapy. The oversensing was noted on a stored egm. Programming changes were recommended. No further information is available.